Event description:
Smiths medical international ltd, has been notified of an event of the pilot balloon burst after two days of intubation. No injury, however, possible delay in pt's release. Unit was pretested per instructions for use.